Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was low flow on the arctic sun device . They were trying to initiate therapy but were getting alert 02 (low flow). The flow rate was 0lpm, the inlet pressure was -0.4psi, the circulation pump command was 100%, the conditioning valve was 0, the pump hours were 6907 and the system hours were 7120. They emptied and disconnected arctic gel pads and placed the arctic sun device in manual mode. The flow rate was 1.7lpm, the inlet pressure was -6.8psi, the conditioning valve was 56%. They connected arctic gel pads one at a time. Left thigh pad ( 2.5lpm, -7.0psi, 81%), left chest pad (1.6lpm, -7.2psi, 54%), right thigh pad (2.4lpm, -7.1psi, 73%), right chest pad (2.9lpm, -7.2psi, 73%). They placed the arctic sun device back in automatic mode and was receiving an alert that patient was above the high patient limit. The patient temperature was 38.4c and the high patient alert was set for 38.3c. Ms&s explained that the nurse could increase the limit for this patient to stop alert if desired. Therapy was resumed. Per follow up via nurse (B)(6) on (B)(6) 2020, the nurse stated that the high temperature alert was increased to 39.5c. The nurse said there was no arctic sun device issue. Therapy was just getting started and the patient's temperature was higher than the safety alert limit. Once the limit was adjusted, the alert went away. No further issues with flow after the call. Patient completed therapy with no further issues.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that there was low flow on the arctic sun device . They were trying to initiate therapy but were getting alert 02 (low flow). The flow rate was 0lpm, the inlet pressure was -0.4psi, the circulation pump command was 100%, the conditioning valve was 0, the pump hours were 6907 and the system hours were 7120. They emptied and disconnected arctic gel pads and placed the arctic sun device in manual mode. The flow rate was 1.7lpm, the inlet pressure was -6.8psi, the conditioning valve was 56%. They connected arctic gel pads one at a time. Left thigh pad ( 2.5lpm, -7.0psi, 81%), left chest pad (1.6lpm, -7.2psi, 54%), right thigh pad (2.4lpm, -7.1psi, 73%), right chest pad (2.9lpm, -7.2psi, 73%). They placed the arctic sun device back in automatic mode and was receiving an alert that patient was above the high patient limit. The patient temperature was 38.4c and the high patient alert was set for 38.3c. Ms&s explained that the nurse could increase the limit for this patient to stop alert if desired. Therapy was resumed. Per follow up via nurse alice on19oct2020,the nurse stated that the high temperature alert was increased to 39.5c. The nurse said there was no arctic sun device issue. Therapy was just getting started and the patient's temperature was higher than the safety alert limit. Once the limit was adjusted, the alert went away. No further issues with flow after the call. Patient completed therapy with no further issues.